Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump turned off without alarm. The customer's blood glucose level was reported to be 169mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump alarmed for unexpected restart alarm. It was reported that the pump would be replaced and returned for analysis.